Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor break on the sensor. Customer's blood glucose level was 266 mg/dl. Troubleshooting for sensor break was performed. Customer advised the sensor came out defective and fractured while inside of their body. Customer advised the sensor cannula was no longer inside of the body. The sensor will not be returned for analysis.